Manufacturer narrative:
The investigation of the occurrence is on-going. A red emergency stop button is available to the user to stop all device movement. It is recommended to stop all device use until it is repaired by trained service technician. A supplemental report will be submitted of additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens was informed of an unintended system movement of the axiom luminos tf. The incident occurred during an examination with a pateint on the table. The unit continued tilting and would not make a soft stop at 0 degree position. While tilting the table, the radiologist was not watching the patient/table. However, once the control button was released, the table stopped tilting. There are no injuries attribute to this incident.

Manufacturer narrative:
The issue was investigated in detail. According to the information received from the concerned site, it was confirmed that the system had not continued to tilt down without command and the system functions were back to normal. The operator expected a soft stop at 0 degrees during table tilting. However, if the movement button is pressed, the system movement is active and the table will continue to tilt. As soon as the button is released the table stops tilting. It is possible to activate/ deactivate brakes for 0 degrees system position. This setting is visible with a led light on the myelography button. If the led lights up the system does not remain in the 0 degrees position (see also operator manual (B)(4), page 23, 66 and 151). Nonetheless, the operator must pay special attention to the patient during the system movement. System movements may only be initiated when the operator has ensured that no potential hazards exist for patients or third parties. Also, no obstacles may be located in the travel path of the system (see also operator manual (B)(4), page 61). The mentioned error code 213 indicates that the system has detected a difference between the potentiometer and the motor controller. This error can also be caused by shielding in the potentiometer, encoder or the motor cables that has not been connected. It is planned by the service organization to replace the potentiometer 1k (07755531) when to the room becomes available for the service. The spare part consumption of this component shows values that are below the defined threshold. No general problem is known. According to the investigation results of this case, there was no additional risk or hazard for the patient. It is the responsibility of the operator to secure the patient before the table will be moved or tilted. No system malfunction could be identified.